Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far field r-wave oversensing on the patient's pacemaker (pm). Programming changes were discussed, no changes or interventions were reported. There were no patient consequences